Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, perforation of urethra - case canceled.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information received and the conclusion of the investigation. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconformances revealed no nonconformance with this lot that would have contributed to the event. Based on the information received, quality accepts the most likely root cause of the event was due to patient anatomy and that the inflatable penile prosthesis did not cause or contribute to the event. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, and because the device is not available for evaluation, no further corrective action is required at this time.

Event description:
According to the available information, perforation of urethra - case canceled. Additional information received indicated the urethra was perforated while the surgeon was dilating distally. After the surgeon had dilated using the brooks dilators and furlow dilators, the cylinders were chosen and prepared. On trying to implant these cylinders there was some difficulty and the surgeon decided to use the brooks dilators again, at this point the urethra was perforated distally by the brooks dilator. The surgeon was having issues with dilating the corpus due to fibrous tissue. The difficulty was not due to the device but to the anatomy of the patient.